Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pcb was installed in a reference ventilator for simulated use testing. The reported issue was reproduced, the safety valve test failed during pre-use check. Electrical measurements showed that cause for the failure was a broken integrated circuit (ic) on the returned expiratory channel pcb. The broken ic is part of the electronic controlling of opening and closing the safety valve. It has not been determined what caused the ic to fail. The device logs show that the reported issue first occurred on (B)(6) 2017, the date of event is updated accordingly. If the safety valve fails it can lead to stop of ventilation or to high airway pressure. This will be detected during pre-use check and ventilation by generated alarms.

Event description:
(B)(4).